Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc). The home patient (hp) ran out of solution and disconnected heater bag. The baxter technical service representative (tsr) explained that the setup was compromised and advised the nurse in future to add solution to unused line in organizer and leave heater bag connected. The nurse understood and would end therapy. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Writer spoke with the hp's rn. She stated that the hp was at the end of therapy at that time. She is aware of the proper procedure, and understands why the tsr advised to terminate the therapy. The hp did not develop an infection and medical intervention was not necessary.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was due to an empty bag. There was use error identified during troubleshooting; the patient unspiked the heater bag during therapy. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).